Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. No constant tone noted. Unable to confirm program alarm anomaly alarm or to perform any testing due to blank display. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and the pump has a blank display. The customer's blood glucose reading was 326mg/dl at the time of incident. Troubleshooting advised customer to remove and replace battery but the pump display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.